Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, during a flexible ureteroscopic lithotripsy, the ngage nitinol stone extractor "broke" was unable to function properly prior to patient contact. The basket was tested and was able to close one time before no longer functioning. The procedure was completed with another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Interview of personnel was also conducted. Visual inspection of the returned complaint device was also conducted. The device was returned for investigation in an open package with label. Upon inspection no significant damage to the device was noticed. Basket had broken wires coming from distal end of sheath. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed two other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. There were 2 other lot related complaints received from the field, both recorded complaints are related to the current failure mode. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The basket assembly is manufactured by a supplier. A cause had not been determined. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopic lithotripsy, the ngage nitinol stone extractor "broke" was unable to function properly prior to patient contact. The basket was tested and was able to close one time before no longer functioning. The procedure was completed with another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.